Manufacturer narrative:
Submit date: 7-26-2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported fraying.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint was inadvertently reported. No reporting is required. If information is provided in the future, a supplemental report will be issued.